Manufacturer narrative:
G1 MFR site zip/post code, MFR site state, MFR site city, MFR site address 1: corrected the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. B3. Date of event: actual event date is unknow; article publication date has been selected. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Elterman d, shepherd s, saadat sh, alshak mn, bhojani n, zorn kc, rijo e, misrai v, lajkosz k, chughtai b. Prostatic urethral lift (urolift) versus convective water vapor ablation (rezum) for minimally invasive treatment of bph: a comparison of improvements and durability in 3-year clinical outcomes. Can j urol. 2021 oct;28(5):10824-10833. Pmid: 34657655.

Event description:
It was reported that a peer-reviewed literature article compared the clinical outcomes of prostatic urethral lift (urolift) and convective water vapor thermal therapy (rezum) for the minimally invasive treatment of benign prostatic hyperplasia. The article is based on an indirect comparison of two multicenter, randomized controlled trials with 3-year follow-up data. The studies were conducted across multiple centers in north america, europe, and australia, including academic and high-volume urology centers. The patient population included men aged 50 years and older with moderate-to-severe lower urinary tract symptoms secondary to benign prostatic hyperplasia and prostate volumes between 30 and 80 cc. Patients were followed for up to 36 months after treatment to assess symptom improvement, urinary flow outcomes, quality of life, and sexual function. The article reports improvements in urinary symptoms and quality of life for both procedures over the 3-year follow-up period. Expected and transient post-procedural events such as dysuria, hematuria, and short-term catheterization were reported. No device-related malfunctions, serious injuries, or unexpected complications associated with rezum were identified. In conclusion, the article supports rezum as a safe and effective minimally invasive treatment option for benign prostatic hyperplasia, demonstrating durable symptom improvement with an acceptable safety profile and preservation of sexual function

Event description:
It was reported that a peer-reviewed literature article compared the clinical outcomes of prostatic urethral lift (urolift) and convective water vapor thermal therapy (rezum) for the minimally invasive treatment of benign prostatic hyperplasia. The article is based on an indirect comparison of two multicenter, randomized controlled trials with 3-year follow-up data. The studies were conducted across multiple centers in north america, europe, and australia, including academic and high-volume urology centers. The patient population included men aged 50 years and older with moderate-to-severe lower urinary tract symptoms secondary to benign prostatic hyperplasia and prostate volumes between 30 and 80 cc. Patients were followed for up to 36 months after treatment to assess symptom improvement, urinary flow outcomes, quality of life, and sexual function. The article reports improvements in urinary symptoms and quality of life for both procedures over the 3-year follow-up period. Expected and transient post-procedural events such as dysuria, hematuria, and short-term catheterization were reported. No device-related malfunctions, serious injuries, or unexpected complications associated with rezum were identified. In conclusion, the article supports rezum as a safe and effective minimally invasive treatment option for benign prostatic hyperplasia, demonstrating durable symptom improvement with an acceptable safety profile and preservation of sexual function

Manufacturer narrative:
B3. Date of event: actual event date is "unknown"; article publication date has been selected. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Elterman d, shepherd s, saadat sh, alshak mn, bhojani n, zorn kc, rijo e, misrai v, lajkosz k, chughtai b. Prostatic urethral lift (urolift) versus convective water vapor ablation (rezum) for minimally invasive treatment of bph: a comparison of improvements and durability in 3-year clinical outcomes. Can j urol. 2021 oct;28(5):10824-10833. Pmid: 34657655.